Event description:
Litigation papers allege the patient experienced a diminished quality of life and physical function, extreme pain in her hips, physical pain and impairment, limited range of motion, problems walking, pain in the buttocks.

Manufacturer narrative:
Correction: explant date - patient has not been revised. Date received. Depuy still considers the investigation closed at this time.

Manufacturer narrative:
This complaint is still closed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4)2013 - sales rep reported revision surgery. Patient was revised to address pain. As pain is the only reason for revision given, per depuy complaint handling procedures, all revised products are being reported. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.